Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015).the patient¿s meter has been returned on 2/4/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a dirty display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter had a fading display. In addition, the reporter also stated that the subject meter displayed an unknown error message. These complaints were classified based on the customer care advocate (cca) documentation since the patient was unwilling to answer additional follow up questions. It is not known when the alleged meter issues started. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issues. At the same time the alleged issues started the patient experienced symptoms of ¿shaking and seizures¿. The patient received treatment in an emergency room from a healthcare professional (hcp) of ¿glucose tablets/gel¿ an unknown period of time after experiencing these symptoms. The patient also had their blood glucose measured on the hcp meter and a result of ¿38mg/dl¿ was obtained. It is not known if the patient had their blood glucose measured on the subject meter at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the issues could not be resolved with training. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because, the patient allegedly suffered symptoms which are suggestive of serious injury after the alleged product issues began. In addition, the patient also received treatment from a hcp for these symptoms in an emergency room.